Event description:
A surgeon reported that following a multifocal intraocular lens (iol) implant procedure, the pt reports poor near and intermediate vision. In a follow up, the surgeon reported the event continues. The pt's visual acuity is 20/20 distance uncorrected. The surgeon reported the lens will not be exchanged.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided on the attached questionnaire, which indicated an approved cartridge was used. Not enough info was provided to product a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) /2012. (B)(4).